Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the insert indicated damage to the locking detail, indicating attempted use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A lab analysis indicated that the deformation, wear, and burnishing observed over the majority of the insert articulating and non-articulating surfaces is consistent with similar retrieved devices, and could be caused by third body debris in vivo. Additionally, signs of absorbed biological fluid were observed in the condylar regions. No manufacturing deviations were noted during this investigation. A clinical analysis indicated that there have been three attempts to obtain clinical/medical documentation. It was stated that no clinical information will be provided. The patient impact beyond the revision surgery cannot be concluded as there is no report of the patient¿s current condition or how the procedure was tolerated. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that patient underwent a revision surgery of tka for unspecified reason. Patella was resurfaced and polyethylene insert exchanged. Surgeon noted he sees no problems with the implant.